Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump time was incorrect. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the customer correct the time and insulin delivery was resumed successfully.